Event description:
A customer reported that loss of suction in the unknown eye of a patient, timing was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Manufacturer narrative:
Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. Suction ring and patient interface was docked several times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The surgeon pressed the foot pedal and stopped the vacuum process, the treatment was cancelled. The treatment of the patient's left eye was aborted prior to procedure. The treatment was aborted by user. Reported malfunction not confirmed. In summary, the pi lost suction before the laser fired. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The sample was not returned to the manufacturer for evaluation. A root cause for the customers reported event could not be determined because according to logfile review the product met manufacturer¿s specifications; it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).